Manufacturer narrative:
The returned device was evaluated and inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was stretched, measuring 1.315 inches. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Inspection of the phb data showed no evidence of issues with insulin delivery. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring.  This is mitigated by extensive in-line and final product quality testing.  All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements.  No further action or investigation is warranted at this time.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to 312 mg/dl.